Event description:
It was reported that during an attempt to cross a stenosis in the first diagonal artery, the distal part of the guide wire was observed to be separated. Another guide wire was used to capture the distal segment and successfully removed it from the vessel without any consequences or injury to the pt.